Event description:
Discordant advia centaur xp ahbs results were obtained on pt sample. The results were reported to the physician. The physician questioned the result. The sample was subsequently repeated and corrected results were reported. There was no known pt intervention or report of adverse health consequences due to the discordant ahbs results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was a malfunctioning luminometer. The luminometer was replaced. The instrument is performing within specifications. No further eval of the device is required.